Manufacturer narrative:
(B)(4).

Event description:
Procedure: carotid endarterectomy. According to the reporter: the suture broke while suturing. There was no tissue damage. However, there was bleeding reported in excess of 300cc. The case was not extended by more than 30 mins. There was no unanticipated tissue loss.